Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted incisional hernia ipom surgical procedure, the customer informed the technical support engineer (tse) they had a 32056 error at power up. They tried power cycling the system, but the error still returned. They did an emergency power off to the patient side cart and they repositioned arm 2 but the system still powered up with the same errors. The tse explained that arm 2 would likely need to be serviced ad possibly replaced. The tse explained that they can use the system as a three arm da vinci system if they disable arm 2. The procedure was completed as planned with no reported injury. Intuitive followed up to obtain additional information. The nurse informed the case was completed with three arms. There was no harm to the patient. The surgeon was dr. Bibi dakis with procedure incisional hernia ipom.

Manufacturer narrative:
The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axis 3 searchlight ffc, cva ffc, dof4 slsa pca and cva pca, acsh and acs pca were inspected, but no faults could be identified. Root cause is attributed to the axis 3 searchlight ffc, cva ffc, dof4 slsa pca and cva pca, acsh and acs pca.

Event description:
Refer to h11 for follow-up information.